Event description:
It was reported that the housing cap of a small volume intermate was either ¿loose or falling off.¿ this was noted when the customer opened the packaging. There was no patient involvement. No additional information is available. This is report 7 of 13.

Manufacturer narrative:
(B)(4). Lot 13k006 was manufactured between october 5, 2013 - october 6, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was determined to be an operator oversight in the assembly process. To address this issue, a quality alert training with subsequent awareness training was issued to retrain the appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. Upon visual inspection of the received sample, the blue coiled cap was confirmed to be completely separated from its housing. There were no signs of damage or abnormalities in the housing or stress member that could have caused the separated coiled cap. Should additional relevant information become available, a supplemental report will be submitted.